Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was associated with a brief period of loss of capture during an atrioventricular node ablation. A boston scientific field representative reported the associated device had been programmed to off-electrocautery mode, and pacing outputs increased; however, approximately two to three seconds of loss of capture occurred about fifteen seconds into the ablation. A boston scientific technical services consultant (ts) discussed either raising the outputs to a higher level, or limiting the duration of the ablation burn. The representative reported the procedure already had been completed, with no adverse patient effects.